Event description:
The customer stated that he was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 379 mg/dl. The customer stated that he was getting no delivery alarms all day, prior to the event. Troubleshooting was performed, and the insulin pump was programmed correctly, except for the time, which had not been adjusted for daylight savings. Unable to conduct the prime and high pressure tests at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Please see also MFR report number 2032227-2010-81102.